Event description:
Rptr states, "monomer ampule was found broken at warehouse." This event was noted at the warehouse and not shipped to any hosp.

Manufacturer narrative:
Summary of evaluation: the results of the MFR's evaluation suggest that this event is the result of damage occurring during shipping and handling.